Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Event description:
It was reported that the left ventricular lead exhibited loss of capture. The lead was explanted and replaced.

Manufacturer narrative:
Final analysis found an internal abrasion of the cable breaching the proximal insulation at 79.0 - 80.8, 80.9 - 81.2, and 82.8 - 83.3 cm from the connector pin. The redundant conductor insulation was intact. An internal abrasion of both cables breaching the inner coil at 81.7 - 81.8 cm from the connector pin. The redundant conductor insulation was found damaged on one cable and the other cable was broken.